Event description:
A dl 9.5 fr. 40 cc iab was inserted into the pt (without a sheath) for support for surgery. After insertion the doctor felt the balloon was too short as seen under fluoroscopy. Immediately after insertion, low augmentation was noted but the doctor decided to continue with iabp and the balloon pumped for three hours. The pt went on to expire with the iab in place. The contact at the facility stated that the doctor felt that the iab was "too short" and felt that the event contributed to the pt's death. (The pt was extremely ill (low ejection fraction/low blood pressure) prior to therapy and was placed on iabp for support). Event complications: pt went onto expire - reported 9/20/96. Pt's current status: expired - rpt'd 9/20/96.